Manufacturer narrative:
D10 concomitant product: vlft10gen - vlft10gen ft series energy platformx1, serial# unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical prostatectomy, the clinician reports that there was a single staple in the jaws of the ligasure impact. The nurse stated that the device had entered the body abdomen and then sometime afterwards, a staple was found in the jaws of the instrument. The staple fell into the body and then had to be removed by the surgeon. Another device used successfully. There was no patient injury.

Manufacturer narrative:
Product analysis #(B)(6) :this report is based on information provided by product analysis (pa) investigation personnel. Pa received one lf4418 for evaluation. The sample did meet specification as received. Visual inspection: - the visual inspection found the device was returned with the plug cut off. Evaluation: - the product analysis found the device's jaw opening and closing mechanism was functioning properly. - the weld integrity of the device was inspected and was found to be within specification. - the blade moved smoothly along the knife track and returned to the home position when the trigger was released. - the knife cut of the device was tested on a silicone test strip with acceptable results. - the heel gap of the device was measured and it was found to be within specification. - a staple/clip was not found on the device or was returned with the device. Based on the evidence available, the reported condition of a foreign object, was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during radical prostatectomy, the clinician reports that there was a single staple in the jaws of the ligasure impact. Nurse stated that the device had entered the body abdomen and then sometime afterwards, a staple was found in the jaws of the instrument. The staple fell into the body and then had to be removed by the surgeon. Another device used successfully. There was no patient injury.